Event description:
Maude report ((B)(4)) voluntarily submitted by patient states that s/he was revised bilaterally to address high levels of chromium and cobalt. Metallosis, osteolysis, and right-side cup loosening were found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. This report, and the additional related complaint found against the known product/lot combinations, is believed to be a duplicate report involving this same patient and revision surgery. A previous review of the device history record for the femoral head did not reveal any related manufacturing deviations or anomalies. Lot codes required to review dhrs or perform a lot specific complaint database search regarding the acetabular cup and one of the liners were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.